Event description:
It was reported that a user experienced hyperglycemia with glucose readings over 400 mg/dl, including a manual fingerstick of 486 mg/dl. The user identified that the cartridge was not tightly secured, then secured it, verified drops during a manual prime, reconnected, and subsequently replaced the cartridge, after which glucose levels declined toward 350 mg/dl. The agent performed troubleshooting steps with the user remotely. Further investigation of this case revealed a likely temporary interruption of insulin delivery due to an incompletely seated cartridge that resolved after securing the cartridge and replacing it, with no evidence of leakage at the device or infusion site. Symptoms included fatigue associated with elevated blood glucose. Outcomes included no hospitalization. It was concluded that the device functioned after correction and replacement, with user-correctable setup of the cartridge and insulin delivery restored. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.